Event description:
Related manufacturing reference number: 2017865-2022-39940. It was reported that the patient presented for a leadless pacemaker implant procedure. The next day, it was noted that the leadless pacemaker exhibited high pacing impedance, r wave amplitude variation and varying capture thresholds. No intervention was performed. The patient presented in clinic again for an atrioventricular (av) node ablation on (B)(6) 2022. The day after the av node ablation, it was noted that the patient went asystolic during the capture threshold test due to an ECG (electrocardiogram) anomaly on the link module. No loss of capture was noted via the link module, but a separate ECG indicated true loss of capture during the test. The threshold test was ended and the issue was resolved. No further intervention was performed. The patient was in stable condition.